Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not in manufacture mode. Insulin pump passed all functional testing including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08680 inches. No unexpected insulin flow blocked alarm noted during testing. The insulin pump was programmed with a test guardian 2 link sensor and the glucose sensor simulator. The insulin pump communicated properly with glucose sensor simulator and display the calibrate now message properly after completion of the warm up. The insulin pump calibrated and displayed the programmed test value, 122 mg/dl and 119 mg/dl, properly on the display graph. Unable to verify missing sensor data for (B)(4) 2017 due to sensor history file was overwritten however, no unexpected lost sensor or missing sensor glucose data noted during testing/monitoring period. Insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6). Emergency medical service was dispatched as a result of low blood glucose level and gave glucagon. Customer¿s blood glucose value at time of incident was 20 mg/dl and current blood glucose value was 238 mg/dl. Customer has treated with glucose tablets. Customer stated that they had been getting insulin flow blocked messages. Customer does not allege pump was over delivering. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.